Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed nodules and an infection around the chin to both sides of the nose. She allegedly developed abscesses which were incised and drained numerous times. The pt was treated with antibiotics, cortisone, and solodyn.

Manufacturer narrative:
No actual dates were given for both "date of implant" and "date of event". Both are estimates. No lot number was given at time of report.